Event description:
It was reported the patient's stimulation device was removed three days after implant, due to infection. No pt symptoms were reported. Additional info has been requested, but was not available on the date of this report.